Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fbf instrument involved with this complaint and completed the evaluation. Failure analysis (fa) confirmed and replicated the reported complaint. Fa found the instrument to have a segment of the conductor wire dislodged from connector at back end. The wire insulation was not damaged, and the instrument failed an electrical continuity test. The root cause is attributed to a component failure. A review of the device logs for the fbf instrument (part#471205-17; lot #k12220606-0342) associated with this event has been performed. Per this review of the logs, the instrument was last used on 07-sep-2022. An isi field service engineer (fse) conducted a site visit to further investigate the customer reported issue. The fse could not replicate the reported energy issues. The fse tested the system and verified the system as ready for use. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: during a da vinci-assisted bariatric revision procedure, the customer aborted after the start of the procedure due to non-functioning instruments. When the event occurred, the patient was on the table for over 40 minutes to an hour. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted bariatric revision procedure, the cautery function of a fenestrated bipolar forceps (fbf) instrument did not work and had low energy. The patient was on the table for over 40 minutes to an hour. The procedure was reportedly aborted post anesthesia and port placement with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer reported that the procedure was aborted with ports placed due to instruments not working. They tried several instruments, changed out the cords, and tried another erbe generator with no change. The customer reported that demo instruments worked, but not the regular instruments. They also said that there were no faults on the system. Patient information was requested, but not provided.